Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is not distributed in us so that unique identifier is blank. This device is not marketed in us, therefore 510k is not applicable.

Event description:
Image failure, ccd filter becomes detached. Lcb broken, reduced to 30/70%. This event occurred at the time of during inspection. There was no report of patient harm.

Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the ccd module defective. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module. In addition, we confirmed that the u/d & r/l pulley wire ruptured and the light guide cable broken; however, these are not related to the alleged complaint. Correction information: g6: follow up #1. H6: coding changed based on the investigation result.